Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the valve was received was at setting 4 this was controlled with the tms and visually. It was also noted that the cam was sitting correctly. The valve was visually inspected and a needle hole was noted in the needle chamber. No defects were noted. The valve was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. A leak was noted from the needle hole in needle chamber. The valve was reflux tested and passed the test. The device was tested for programming and pressure and passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: the patient experienced hydrocephalus having certas valve programmed to level 4. The proximal and distal caths were checked and found to be ok. The surgeon decided to change the valve for chpv as the valve malfunction was identified to be the reason. Describe the 'damage' or 'other' outcome: required intervention to prevent permanent impairment/damage the valve had to be revised and the patient faced all the risk of the surgery once more again (after use on patient).